Manufacturer narrative:
Zimvie complaint number (B)(4). The irradiation certificate was reviewed for the reported lot number 2014111946 and it was confirmed that the product was irradiated in accordance with zimvie requirements. Complaint history review was performed for the reported lot number 2014111946 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: medical: infection.¿ a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. D6a. Implanted date unknown / not provided. D6b. Explanted date unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #33 was removed due to infection. Symptoms as a result of the event: inflammation and pain.